Manufacturer narrative:
The reported failure of 'unit display was missing segments' was verified. This is a known issue and has been isolated to the user in terface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The reporter stated the n65 pulse oximeter display was missing segments. The information provided indicates there was no patient involvement.

Manufacturer narrative:
The unit was received for analysis and the customer reported issue was confirmed. Investigation results revealed that the root cause of the reported issue was isolated to the lcd ribbon cable not being fully seated into the connector of the pcba. Information has been added to the database and trends will continue to be monitored.

Event description:
Medtronic received a report where it was alleged that the unit has missing segments on the display in the upper right hand side of the screen. The information provided indicates there was no patient involvement.